Event description:
Clamp fractured in the boxlock when the surgeon was applying it to the vessel. The co contacted user faciltiy to ascertain whether any pt injury or adverse reaction had occurred. To her knowledge there was no adverse event.